Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 06dec2018. The customer reported that the power supply assembly was replaced and the issue was resolved.

Event description:
The customer reported that the unit displayed a message of ventilator running on battery when it was connected to the alternating current (ac). The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.